Event description:
It was reported that a patient presented remotely via merlin.net. Review of the electrogram (egm) revealed that the patient's left ventricular (lv) lead exhibited oversensing noise stored as non-sustained right ventricular oversensing (nsrvo) and resulted in pacing inhibition. Programming changes were discussed, no changes or intervention were reported. There were no patient consequences.